Event description:
It was reported that the balloon of the foley catheter allegedly broke when inserted. It was also reported that this has happened two more times. Per follow up information received on 01dec2020, it was confirmed that these four events occurred in different patient. The sterile water was used to inflate balloon. The foley catheter did not undergone pretest to use.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling is adequate to prevent the reported event. "Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the foley catheter allegedly broke when inserted. It was also reported that this has happened two more times.